Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Olympus confirmed foreign material was present within the device forceps channel, suction tube and the plastic distal end cover, it is likely the following led to the malfunction: due to insufficient reprocessing, however, the most probable cause for the malfunction is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope was present with white tissue adhesive that remained on the forceps channel, suction tube and the plastic distal end cover of the device. There was no patient involvement.